Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving a lost sensor alarm. While attempting to remove sensor, it became stuck in serter. Customer was able to reinsert. Customer was having surgery and was not able to see anything on insulin pump in order to troubleshoot. Customer reported that blood glucose was between 200 mg/dl and 400 mg/dl due to surgery.